Event description:
I had duel lumen mcghan 280 implants, both which had ruptured. Both right and left had saline ruptures, the right side also had silicone rupture with what the surgeon called "some brownish material which was almost gelatinous" inside of the outer lumen. I have suffered a host of medical problems not limited to body rashes, auto immune disease, and host of other illnesses which are described as breast implant disease. Medical conditions: diabetes, hypertension, leukocytosis, vertigo, chronic muscle pain and stiffness, joint pain, chronic severe fatigue, depression, difficulty remembering, memory fog, loss of concentration. Numbness, tingling in extremities, sensitivity to bright light, heat and cold, medicines. Radiculopathy, neuritis, fibromyalgia, plica syndrome, synovitis and tenosynovitis, gerd, dysphagia, hyperlipidemia, osteoarthritis multiple sites, spondylosis, breast pain, skin rashes, insomnia, fever, tender/swollen lymph nodes, ibs.